Event description:
It was reported the patient had a loss of therapeutic effect. On friday, the patient saw their healthcare professional (hcp) and they tweaked the implantable neurostimulator (ins). Everything was fine on friday and the patient went home. The patient usually recharged every other day and they last charged the ins on thursday morning. On the day of this report, the patient programmer showed the ins was at 100 percent and they were frozen. The ins was not doing anything for the patient. The patient had been shaking so the hcp turned stimulation down. The ins was on and okay when checked with the patient programmer. The patient checked the ins with the recharger and it was 3/4th charged and recharging. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial#(B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3389s-40, lot# v050295, implanted: (B)(6) 2008, product type: lead. Product ID: 3389s-40, lot# v096181, implanted: (B)(6) 2008, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).